Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports while placing a dressing on the palindrome, blood started oozing out of the side of the lumen. Customer states the lumen was broken between the catheter and the extension, requiring the catheter to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.